Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: it was determined, that this event was caused by partial disconnection of the signal cable, due to the load of the bending operation. Resulting in disconnection, during a specific bending operation and disappearing of the image. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 15-feb-2022 under normal conditions, passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 15-feb-2022. Pentax medical has not received any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disappear during angulation. Black screen, ccd defect. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.